Event description:
A malfunction alarm was reported and caused the customer's blood glucose level to elevate to 680 mg/dl. The customer took corrective action by administering a correction bolus via the pump. The customer continued to use the pump for insulin therapy and technical support sent a replacement pump to the customer.